Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10836r05, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported the pump had intermittent motor stalls and recoveries confirmed via event logs. The first stall occurred on the event date and recovered on (B)(6) 2014. Another stall then occurred on (B)(6) 2014 and recovered on (B)(6) 2014. A third stall occurred on (B)(6) 2014 and recovered the following day. It was noted there was a tube set message as well; however, it wasn¿t specified when. The patient denied any therapy issues and did not hear the pump alarming. It was noted the patient had a MRI performed however the device manufacturer representative was attempting to still get the dates from the patient. No cause for the stalls had been determined. It was also noted the patient was in the hospital for an extended period of time when asked what interventions had been taken. The device system was used to deliver dilaudid. Additional information has been requested to learn when the MRI occurred as well as additional event information, but it was not available as of the date of this report. A follow-up report will be submitted if additional information is received.